Event description:
I have blood from day one for almost a year and had a contractual like cramps all the time. The few select days that I didn't bleed if it went past 3 days I bled horribly to where I couldn't stand for more than 20, 30 minutes without bleeding all over myself. I was always bloated, looking like I was pregnant. I always had back pain and joint pain. I ended up having to have a hysterectomy because one of the coils came out of my fallopian tube in my uterus, tha's why I was bleeding. On top of that I always had migraines. I was always depressed. I am only (B)(6) and healthy I should not had to have a hysterectomy so young.